Event description:
It was reported that the device was explanted after an implant duration of zero days, due to an unsuccessful ring repair. The surgeon had also listed insufficiency.

Manufacturer narrative:
Unsuccessful ring repair. Device not returned.